Event description:
Reportable based on device analysis completed on 30dec2025. It was reported that the coil could not be advanced or withdrawn from the catheter. The target lesion was located in the common iliac artery. A 10mm x 40cm interlock .035 coil was selected for use in an endovascular graft exclusion of abdominal aorta to treat common iliac artery aneurysm combined with internal iliac artery aneurysm. During the procedure, it was noted that the coil could not be advanced from the catheter after partial deployment, nor could it be withdrawn. The coil along with the catheter were withdrawn from the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient status was stable post procedure. However, device analysis revealed a detached interlocking arm.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the interlock .035 device was returned to our post market quality assurance laboratory. Visual inspection identified that the main coil was bent and stretched at the primary coil section, moreover the arm coil was detached. The pusher wire was stretched at the distal section and interlocking arm was detached. Dimensional inspection of the main coil revealed the components were within specifications. This concludes the product analysis.